Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 26 and 11 mmol/l. Customer also reported that the insulin pump had insulin flow block alarm. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The customer declined troubleshooting for high blood glucose level. The reservoir was not returned for analysis.